Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary the device, balloon catheter 2af283 with lot 16470-23, and data files were returned and analyzed. Data file analysis confirmed a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection (system notice (B)(4)) occurred on the date of the procedure. Visual inspection of the catheter showed blood inside the balloons. Smart chip verification indicated the catheter was used for six injections. Dissection and pressure testing showed a guide wire lumen kink at 1.46 and 0.95 inches proximal from the tip. In conclusion, the reported inflation issue has been confirmed through testing. The catheter failed the return product inspection due to a guide wire lumen kink and breach.

Event description:
It was reported that during a cryo ablation procedure, an error code had occurred indicating an inflation error. The balloon catheter was replaced and the procedure was completed with cryo. The device subsequently tested out of specification upon manufacturer's analysis. No patient complications have been reported as a result of this event.